Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value which triggered suspend event was 111 mg/dl and sensor glucose value which triggered the suspend was 45 mg/dl. The customer was assisted with the troubleshooting. The sensor will not be returned for the analysis.